Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a partial display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump display screen looks like it's spotted and unable to see the display. Customer stated that the display did not return to normal even after the battery has been changed. Customer also reported to have received a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed self-test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. No missing segments/partial display or display anomaly noted. Insulin pump was received with minor scratched display window, cracked display window, cracked battery tube threads and cracked reservoir tube lip.